Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unknown procedure, nine (9) full radius bonecutter had an outer shaft separation. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, the outer shaft separation is a part/component of the device that is used external to the patient and it is not possible for pieces to fall into the surgical site/incision, no intervention was necessary and no complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H2: additional information on: h6 (health effect - impact code).